Manufacturer narrative:
No device or photos were received; therefore the condition of the device is unknown. The lot number of the product is unknown; therefore the device history records, complaint history could not be reviewed. It could not be confirmed if the device was used in an approved and compatible combination. Surgical notes were not provided. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Relevant medical history is unknown. Unsuccessful attempts were made to obtain additional information. No further details were made available. Based on the information available, the root cause of the event cannot be determined. Should additional information be obtained to further this investigation, this report shall be updated.

Manufacturer narrative:
Investigation in progress. Device remains implanted.

Event description:
Manuscript for journal article ,"trabecular metal in total knee arthroplasty associated with higher knee scores: a randomized controlled trial", by mariano fernandez-fairen md, phd, et.al was received involving zimmer knee, on may 16 a journal article was received stating a randomize study was conducted of 145 patients. The patients were randomized into two groups, either a porous tantalum cementless tibial component group or cemented conventional tibial component in posterior cruciate retaining tka group , they received a hybrid tka using the same uncemented femoral component and cemented nex gen stemmed tibal component. The study is a randomized controlled trail compared outcomes of an uncemented, pcl-retaining trabecular mental monoblock tibial component and a cemented stemmed pcl-retaining modular tibial component in tkas without patellar resurfacing. It was reported 7 patients went through procedures for unknown reasons. (It was noted most were for manipulations under anesthesia).